Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no activity related to the product issue was observed in the pump history. During evaluation combo boluses were able to be programmed, and performed successfully. No defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the combo bolus setting is resetting to factory settings of .5 hr at 100/0% split without user intervention. During troubleshooting, customer support had the patient program the combo bolus settings. The patient reported that combo bolus settings again reset when she went to deliver a combo bolus.